Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot/serial identification are necessary for review of device history records, neither were provided. Device is used for treatment. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
It was reported that an unknown event caused unknown serious injury to a patient. The device will eventually be returned, although a timeline for this return is not available. No additional information is available.